Event description:
This is report 3 of 3 for (B)(4). It was reported by a healthcare professional in china that preoperatively to an unknown procedure of the ankle, it was observed that the anchor on the lupine loop rapide anchor w/orthocord ds device was deformed. During in-house engineering evaluation of the photo provided by the customer, it was determined that the anchor appeared to be bent. Changed another two to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, the anchor appears to be bent, it is out of its original packing . No further images were provided. A manufacturing record evaluation was performed for the finished device lot number: 9l60576, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The photo does not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.